Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they are receiving a stuck button alarm and a blank display. This is the second time the customer has called. The previous call was in regard to a low battery alert where the battery was reset for them. The customer¿s blood glucose was 244 mg/dl. During troubleshooting, the customer stated that she did not press a button down for three minutes or more. The customer was on an airplane so altitude change was a factor. The customer did not have a new battery available. The customer stated that they were able to remove and reinstall the new battery cap and the alarm cleared. During troubleshooting for blank display, the customer was able to clear the alarm. The insulin pump will be returning for analysis.